Event description:
It was reported that during the implant attempt, it was not possible to find a stable spot for the right atrial lead. The physician decided not to place an atrial lead, and went with a vvi system. The lead was not used, and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found.